Event description:
A rondo 3 audio processor was received at hq with a melted housing that is partially open. Additionally a leaking rechargeable battery is suspected. Reportedly, the user lost her rondo 3 and found it a few days later melted in the oven. No injury was reported.

Manufacturer narrative:
Conclusion: during the repair process a rondo 3 audio processor was observed with a melted and partially opened housing and a leaking battery was detected. The device investigation revealed a great amount of mechanical damage to the housing parts, that are also covered and filled most likely with electrolyte. It can be assumed that the damage to the rechargeable battery inside was caused by strong mechanical stress. No report of patient injury from contact with leaking electrolyte has been reported. This is a final report.

Event description:
A rondo 3 audio processor was received at hq with a melted housing that is partially open. Additionally a leaking rechargeable battery is suspected.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.